Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been unable to receive adequate coverage due to lead migration. Reprogramming via company representative assistance was unsuccessful. As a result, the patient's lead was repositioned via surgical intervention on (B)(6) 2018. Surgical intervention addressed the patient's issue.